Event description:
While using the endowrist 45 stapler, after several times of the instrument doing its clamp and unclamp function prior to stapling, it went into fault mode-stating on the monitor that it failed to unclamp. The stapler 45 emergency unclamp kit was used per directions on the monitor. The instrument jaws opened and it was removed from the patient without incident. The instrument had 1 life left. "Davinci stat" was called and rep notified.